Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss with a patient interface (pi) during a laser treatment while the laser was firing and after the patient was applanated. A brief description from the surgery center indicated that they were unable to achieve suction after four failed attempts. Lost first (1st) suction at 70% of the way during the flap creation. It was recommended the laser treatment be converted to a photorefractive keratectomy (prk) but the patient declined. The procedure was not completed. The patient¿s comments were of dissatisfaction on not able to have the lasik procedure. The patient was advised to expect discomfort for the next 4 to 6 hours. The patient was given rewetting drops and advised to use the drops every hour for 24 hours. Additionally it was noted the patient went to her primary o.d. (Optometrist) at her request. There was no loss of best corrected visual acuity (bcva) noted. Pre-op; bcva from (B)(6) 2017: right eye pre-op 20/20 2.25 x -.50 x 86; left eye pre-op 20/20 2.50 x -.50 x 86.